Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient has been getting a message screen that says battery low recharge controller with screen number 70. The controller battery was 100% and the ins battery is 30%, the battery screen said terminated at the bottom. The patient claimed that they were getting that message repeatedly over the weekend. The patient reset the remote by removing and reinserting the battery. It took 90 min to charge the ins from 20% to 70% because he kept getting the low battery message and the ins battery level would not charge beyond the 70% level. The caller did not have the external device serial numbers. The caller was not with the patient. Tss reviewed information. The caller will follow-up with the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on january 18, 2024. They reported that a new "recharger cable" was sent to the patient on january 2, 2024, which resolved the ins not charging past 70%. Patient weight was requested but was reported to be unknown.